Manufacturer narrative:
The monitor and electrode belt have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the treatments.

Event description:
A patient received 2 appropriate shocks during vf on (B)(6) 2026. After both defibrillations, the patient¿s post-shock rhythm was asystole. Post shock asystole is a known and potentially adverse outcome of defibrillation therapy. The response buttons were not pressed during the event.